Event description:
Same case as MFR #: 2134265-2010-04674, 2134265-2010-04675 and 2134265-2010-04781. It was reported that after a stenting treatment procedure, thrombosis and patient complications occurred. Access was obtained through the right radial artery. The target lesions were located in the diagonal, left anterior descending (lad) artery and the right coronary artery (rca). A non-bsc guide catheter was advanced and a kinetix guidewire crossed the lesion in the first diagonal. The diagonal was predilated with a 2.0x12mm apex balloon inflated to 12 atms/31 seconds. Ivus was performed with a non-bsc catheter and then the apex balloon was readvanced to dilate the ostial diagonal at 16 atms/12 seconds. A 2.5x28mm non-bsc stent was deployed in the diagonal at 14 atms/42 sec. Next the lad was treated. A 2.0x15mm apex balloon was advanced to the distal lad and inflated to 6 atms/20 sec and 10 atms/19 sec. After ivus was performed with the non-bsc catheter, a 2.25x32mm taxus liberte atom stent delivery system (sds) was advanced to the distal lad and the stent was deployed at 8 atms/40 sec. A 2.25x12mm taxus liberte atom sds was advanced to the distal lad and deployed at 16 atms/39 sec. The delivery balloon was inflated to 10 atms/13 sec to post dilate the stent. After exchanging the guide catheter for another non-bsc guide catheter, the kinetix guide wire was advanced to the rca. A 2.0x15mm apex balloon was advanced and inflated to 8 atms/12 sec and 10 atms/12 sec to predilate the lesion. Next, a 2.25x28 taxus liberte atom sds was advanced and the stent was deployed in the mid rca at 16 atms/50 sec. The delivery balloon was inflated to 12 atms/12 sec in the proximal rca. A 2.5x16mm taxus liberte sds was advanced to the proximal rca and deployed at 145 atms/11 sec. The stent was post dilated with a 2.5x12mm apex balloon inflated to 10 atms/16 sec. Shortly after the case ended, the patient started vomiting, was diaphoretic and st elevations were noted. It was noted a thrombosis was occurring. A non-bsc sheath was inserted in the right groin and immediate arterial bleeding occurred. Access was obtained at the right femoral artery. Integrilin was administered and an intra-aortic balloon pump was placed. A heparin and nitroglycerin drip was started and the patient went to recovery in stable condition. The next day the patient had a repeat angiography and the clot had dissipated.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).